Event description:
It was reported by the medical director that post-operatively the patient developed abdominal pain and fever. The doctor drained the intergrel out and the symptoms resolved themselves. Attempts to obtain additional information about the event have been unsuccessful.